Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: plastic distal end cover was dented, bending cover section glue and video connector was cracked, insertion tube was ripped, side cover was damaged from impact, and the following had scratches: light guide lens, light guide tube and video cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the cysto-nephro videoscope had a loose ring on the scope. The issue was found during an unknown therapeutic procedure at preparation for use. No impact to the patient or procedure was indicated. The procedure was completed without delay. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported loose ring on the scope issue could not be confirmed and a definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.